Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. H4, d4: the device serial/lot number and device manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the photo, it was not possible to see the implants, but the trigger was broken. The needle appeared to be deformed. Based on the results, this complaint cannot be confirmed. The photo does not provide enough evidence to determine root cause. The process of the truespan have two phases where the deployment gun is checked (the step of applier functional testing and the implant system routing check), this test guaranties the applier has been properly assembled and is functional. This information corresponds to a process control, and it is the appropriate document to use to guarantee that this issue can¿t have happened during manufacturing process. No information was provided on how this failure has occurred or specifications of the procedure, therefore a definitive root cause could not be determined. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The device was received and evaluated. When performing the visual inspection, it could be observed that the shaft is deformed at the tip of the needle. The plates and the suture were still on the shaft, they were not deployed; therefore, this complaint can be confirmed. The red trigger was found in a normal shape. Due to the condition of the device, the functional test cannot be performed. A manufacturing record evaluation was performed for the finished device 9l74283 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The possible root cause for deployment issues could be related when not inserting the needle to the proper depth for deployment which have caused blocking insertion, when this occurred may have felt resistance and did not pull the trigger all the way; also, when the needle was inside the joint and the needle tip was maneuver to desired location for optimal approximation, it was leveraged, therefore causing stress and a mechanical deformation which can caused damage the needle and not release the implants. However, it cannot be conclusively affirmed. As per IFU, it is necessary to use a calibrated probe, measure the width of the meniscal tissue to be repaired and set the adjustable depth. Also, it is important to fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. The implant is fully deployed when you hear an audible ¿click¿. Fully release the trigger after deployment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the truespan meniscal repair system peek 24 degree device could not fire. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4)incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.